Event description:
In 2009, this pt was implanted with gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. The pt had significant amount of thrombus in the thoracic aorta. The physician was concerned about the amount of thrombus, so it was decided to not balloon the devices as there was no evidence of an endoleak. The pt tolerated the procedure. Post-operative day one, at four pm the pt was stable. Two hours later, the pt had ischemia in the spinal cord. A spinal drain was placed at the level of t4. The pt became paralyzed from the waist down.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.